Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was leakage from the device, clogged or blocked cannula, and insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: the following issues occurred: "difficulty in inserting saline solution into the distal needle to maintain access after the second point of the curve (when inserting saline into the distal needle, the saline leaks through the holder), during the second and/or third points of the curve, a new puncture was required, as the discard/blood did not flow into the scalp's vinyl cannula, resistance of the bd syringe plunger when inserting the saline solution, as if the access was clotted, in an attempt to wash the access a little bit more to avoid a new puncture; at the second and/or third point of the curve, the blood does not flow and there was a need for new punctures."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was leakage from the device, clogged or blocked cannula, and insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: the following issues occurred: "difficulty in inserting saline solution into the distal needle to maintain access after the second point of the curve (when inserting saline into the distal needle, the saline leaks through the holder), during the second and/or third points of the curve, a new puncture was required, as the discard/blood did not flow into the scalp's vinyl cannula, resistance of the bd syringe plunger when inserting the saline solution, as if the access was clotted, in an attempt to wash the access a little bit more to avoid a new puncture; at the second and/or third point of the curve, the blood does not flow and there was a need for new punctures."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage/insufficient blood flow/clogged as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h10.